Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had lost power. A battery compartment crack was noted and the battery cap failed to fasten properly onto the pump. It was reported that the patient had primed while attached, and approximately 2. 1 unit of insulin was infused with no blood glucose excursion reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: on investigation, the alleged power issue was verified in the black box and duplicated in the evaluation. Review of black box data found records of unexplained pump reboot. A battery compartment crack was found on the side of the compartment running from the threads to the case seal. The threads on the returned battery cap were stripped. The pump failed to power on using the returned battery cap. Using a test battery cap and the returned cartridge cap, the pump powered on and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were completed with no incidences. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.